Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized at the time, but was later hospitalized when they had a recurrence of peritonitis. The cause of the peritonitis was reported to be due to constipation. The treatment for the peritonitis included reflin (intraperitoneally (ip), 1gm per night dwell), tobramycin (ip, 40mg per night dwell) and heparin (2500 iu, 0.5ml per day). The patient has not yet recovered from the recurrence of peritonitis. Pd therapy was ongoing. Additional information was requested, but the nurse declined to provide further information.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.